Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Milled slot into sensor casing to perform smu (source measurement unit) testing. Sensor was unable to scan. An extended investigation has been performed. Upon receipt of the milled returned sensor, a visual inspection was performed on the sensor puck and no visible damage to the pins of the molex connector was observed. The sensor initial data (log) was reviewed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Attempt was made to scan the sensor and the sensor scanned with evaluation module (evm). The milled sensor was de-cased and visual inspection was performed on the pcba, no issues was observed. The sensor pcba was placed into fr4 fixture to confirm the functionality of the returned sensor. Source measurement unit (smu), temperature specification and poise voltage tests are performed. Smu test passed, confirming absence of accuracy issues. The temperature test results revealed that the temperature was within specification, confirming the proper functionality of the puck's thermistor. Poise voltage test was conducted, and the measurement was within the yielding results. This indicated no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 100 mg/dl compared to readings of 53 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 100 mg/dl compared to readings of 53 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.